Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device was found to not sound alarms. The main board was replaced to address the issue. Additionally, scratches were found on the ui panel so it was replaced, but it was not related to the reportable malfunction/issue.